Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs properly / crackling) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the reported inability to charge the battery pack and the crackling sound is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was not charging the battery packs properly and emitting a crackling sound.